Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer changed supplies to resolve the issue. Additionally, it was reported that a cartridge change error occurred. Customer¿s blood glucose level was 94-107 mg/dl. The customer declined troubleshooting with tandem technical support. Therefore, no additional information was provided.